Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector not properly plugged in to the interface circuit board. The insulin pump was received with minor scratches on the display and reservoir windows, cracked belt clip slot and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump screen was blank and customer attempted replacing the battery out with 9 batteries, but the device still would not work. Customer's blood glucose was not known when incident occurred. At the time of this report, customer's blood glucose was 195 mg/dl. The customer stated that there was a 90 percent humidity level. The insulin pump had not been bumped, dropped, or exposed to moisture, nor did the device show signs of physical damage. No relevant damage nor corrosion were noted. During troubleshooting, customer was advised to remove battery for ten minutes, clean the battery cap contacts and insert a new battery. The display did not return. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.